Event description:
Procedure performed: lap hysterectomy. Event description: I had an incident of seal came off from the trocar(white) while operating. Additional information received from applied medical representative via email 05jul24: updated model number with unknown lot number, procedure as lap hysterectomy, event date. It is the entry pot and when we cleaned the pot with tonsil swab, the entire clear seal came off. Additional information received from applied medical representative via email 11jul24: updated lot number. Intervention: clear plastic shield was retrieved at the end of the procedure. Patient status: stable.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection confirmed that the shield, a plastic internal component, dislodged from the seal subassembly. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by an asymmetrical instrument that was inserted through the seal subassembly in a non-axial manner. The instructions for use (IFU) state the following precaution: ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing¿. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: lap hysterectomy. Event description: I had an incident of seal came off from the trocar (white) while operating. Additional information received from applied medical representative via email 05jul2024: updated model number with unknown lot number, procedure as lap hysterectomy, event date. It is the entry pot and when we cleaned the pot with tonsil swab, the entire clear seal came off. Additional information received from applied medical representative via email 11jul2024: updated lot number. Intervention: clear plastic shield was retrieved at the end of the procedure. Patient status: stable.